Manufacturer narrative:
Device evaluation: the customer's complaint was not verified. Unable to duplicate the customer's "stays blue with loading... Across the bottom" complaint. The ccu was previously returned in june 2025 because the image would go purple when the camera port was wiggled. During this previous return, service confirmed the intermittent purple image issue. This was caused by a worn edac, and it was corrected by replacing the edac camera receptacle. The customer's current reason for return is: "stays blue with loading across. The bottom." Note: this is not the same complaint as the previous return in june. Karl storz goleta process engineering tested this ccu for over a week without issue. Testing included multiple overnight burn-in sessions, extensive power cycles, numerous camera connections, and cable manipulation. Unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the camera is connected, the image never loads and the screen stays blue with "loading..." Displayed at the bottom. The display also flickers. No negative impact in state of health reported.